Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed off no power and then had a blank display. The customer did not received a low battery alarm. The customer cleaned the battery acid from the battery compartment. The display did not return after troubleshooting. Customer's blood glucose level was 71 mg/dl. The device was not returned.